Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: a visual and microscopic analysis was performed which identified: striated opening on anterior. The gel leak was observed due to the opening. Based on the device analysis the final assessment is a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and gel leak.

Event description:
Healthcare professional reported "numerous small spots, showing an alteration in the permeability of the wall of the left device (weakened)". The device was explanted. This record is for the right side.